Event description:
Ac and dc inoperative. It was reported that the device would not operate on ac or battery power. There is no patient involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up with ac power or in battery. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly and determined that root cause for the reported problem was ic chip, designator u5.